Manufacturer narrative:
No samples or pictures of the impacted sol-m hypodermic needle 23g*1 1/4" (ref# 1123125, lot# 02107115) were received from the customer for evaluation. All archived samples evaluated were compliant with product specification requirements, including satisfactory performance in stiffness and resistance to breakage testing as per iso 9626:2016. Due to the absence of returned samples or visual evidence, the exact contributing factors associated with the reported issue could not be determined with certainty. This appears to be an isolated incident with a very low complaint occurrence rate. A review of complaints from the past 12 months indicates that this is the only complaint received for sol-m hypodermic needle 23g*1 1/4" (ref: 1123125) related to broken - cannula. Our evaluation of the risk, conducted in accordance with iso 14971, indicates that the overall residual risk associated with the reported failure mode is low and acceptable. This assessment is supported by track-and-trend analysis and risk management documentation, which are continuously reviewed and updated as part of post-market surveillance activities. As part of our continued commitment to product quality and customer safety, sol-millennium will continue to monitor complaints associated with this failure mode and implement appropriate reinforcement or preventive measures should a significant trend emerge.

Event description:
Customer reported that the hypodermic snapped off in a patient. Clean break off at edge of blue leur lock connector, complete needle retrieved form patient, with no incident to patient". Was medical or surgical intervention required due to the issue? - no was surgery or therapy delayed while the patient was under anesthesia? - no